Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned implant identified a fractured hex and bone residue around the external threads due to usage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. X-ray images were provided. Upon analysis by subject matter expert (sme), bone loss was confirmed at tooth #3. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
It was reported that the implant fractured at the collar/hex portion of the implant. They also noted a 7-9 mm pocket at the implant site. Implant was removed, the site grafted and antibiotics were prescribed.